Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleed was most likely due to use as sutures were applied to resolve the bleeding. D4-updated model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. N impella 5.5 pump was implanted via the axillary to support a patient suffering from heart failure and cardiogenic shock (cgs). The access site had a jackson-pratt (jp) drain and was having a persistent bleed that prompted the team to perform a stitch. The pump remained on for support for a total of just under five days. The patient survived and was bridged to a left ventricular assist device.